Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced shocks from an implanted defibrillator while dancing. It was also reported that the device was t-wave oversensing. No further patient complications were reported due to this event. The device remains in use.